Event description:
It was reported that micro bubbles were observed in the line of an unknown access set. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This issue involved a clearlink continu-flo solution set and a sigma infusion pump. The customer also clarified that both the primary and secondary IV lines were stated to have micro bubbles in the tubing. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.